Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to extrusion of the implant. The patient will be reimplanted with another manufacturer's device (date not reported).

Manufacturer narrative:
This report is filed july 30, 2014.